Event description:
Pt went to surgery for cea with a baseline act of 108. At 11:08, pt was given 10,000 units of heparin with an act result of 150, an add¿l 5,000 units of heparin were given at 11:18 with an act result of 155, 5,000 more units of heparin were given to the pt at 11:26 and act results were 190, and finally 5,000 more units of heparin were given to the pt at 11:38 and the act result was 205. Pt was tested several more times with the hemochron signature elite with the highest result being 238 at 12:46. After several more hours the act result was 172 at 13:25 and a specimen was sent to the main lab for testing.